Event description:
It was reported that cgm displayed error message 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and issue did not recur after reset, with no further actions reported.